Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. The sterile packaging for the 4.50x28mm taxus liberte stent delivery system (sds) was opened and while the physician was examining the stent it was noted that the stent struts appeared to be protruding from the catheter. The device was not used and the procedure was successfully completed with a different device with no patient complications reported.

Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. The sterile packaging for the 4.50x28mm taxus liberte stent delivery system (sds) was opened and while the physician was examining the stent it was noted that the stent struts appeared to be protruding from the catheter. The device was not used and the procedure was successfully completed with a different device with no patient complications reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. Strut rows 1 and 2 at the proximal end of the stent were misaligned and strut row 3 from the proximal end of the stent was raised. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).